Manufacturer narrative:
As per sculptra decision tree, initially, case was considered to be not reportable. Upon follow up information, this case was changed to reportable.

Event description:
Initial information received from an office personal on behalf of a physician on may 03, 2010: a female patient of an unspecified age was treated with a poly-l-lactic acid injection [sculptra] (lot #, expiration date, dosage, indication and therapy date were not provided). The reporter initially contacted the company inquiring about information on how to treat nodules. She then reported that the physician had a female patient who developed nodules in the lower lid area over the orbital rim. Concomitant medications and medical history were not provided. No further relevant information reported. Additional information from sculptra (lot # and expiration date: not provided) from product technical complaint report case (B)(4) dated may 14, 2010, received by (B)(6) on may 17, 2010: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion. No faults detectable. Additional information received from a nurse in a form of a completed hcp data collection form on jun 10, 2010: upon medical review of the additional information received, this case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. This (B)(6) female experienced bilateral nodules on inferior orbits on (B)(6) 2009. Treated with intralesional injection of triamcinolone (kenalog) on 2 occasions and 5-fu on (B)(6) 2010; there was no surgical intervention required. Patient received three treatments on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2008. Poly-l-lactic acid was reconstituted with 4 ml of sterile water and 2 ml of lidocaine and injected in nasolabial folds, marionette lines and cheeks. Total volume of poly-l-lactic acid injected was 11 ml. Reported lot # a6013, exp date mar, 2008 and lot # 1a7018, exp date jun, 2009. Reporter suspected that the nodules were related to poly-l-lactic acid injections. Event reported as ongoing with a duration of more than 30 days and poly-l-lactic acid was discontinued. Concomitant medications provided as: metformin, liothyronine sodium (cytomel), levothyroxine sodium (levoxyl), atorvastatin (lipitor), celecoxib (celebrex). Medical history included a gastric bypass in 2007 and drug allergy to rofecoxib (vioxx). No further information reported.